Manufacturer narrative:
Exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 13937897/14086907.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned as they were kept by the medical facility.